Manufacturer narrative:
Internal complaint reference (B)(4). H10 h3, h6: the reported device was received for evaluation. A visual inspection found that the suture and both anchors were not returned. The depth limiter button was not in the default position. The actuator tip was in the t1 position. A functional evaluation revealed that the actuator tip functioned as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors, that can contribute to the reported event, include an application of excessive force or contact with another source. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a meniscus repair, the suture knot of the third fast-fix 360 was loosened. The procedure was completed with a non-significant delay using a back-up device. T2 was removed from the patient using suction forceps. No further complications were reported.

Manufacturer narrative:
(B)(4).